Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to user error. The customer had prepared the wheelchair for daily operation, as required each day before use and failed to properly tighten and secure the thigh support accessory, which is designed to keep the patients legs in a suitable location in the seating system. While the customer was driving the device, the thigh support slipped off and was ran over by the wheelchair. This event caused the customer difficulty maintaining proper drive control, wheelchair stability and seat positioning. As a result, the customer fell out of the wheelchair and suffered from a broken femur bone, and remained hospitalized. The customer was not wearing a positional belt. The wheelchair was evaluated and the suspect thigh support hardware and positional belt remains intact and operational (did not malfunction). The thigh support itself was not found with the wheelchair and will need to be replaced. The dealer will be alerted to the fact that this item was missing so repairs can be scheduled. The customer was informed to use a positional belt when occupying the wheelchair as stated in the owner's manual (see support documentation). The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
Patient reports traveling on a bumpy road when the thigh support accessory came off and was ran over by the wheelchair. This event caused the patient to lose balance from lack of support and he fell out of the wheelchair. The end user reports seeking medical attention with the outcome of a broken femur. This occurred in (B)(6) 2016, exact date unknown.